Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was difficult to press and/or required multiple presses to turn on. There was no reported adverse impact to customer's blood glucose. The customer continued to use pump for insulin therapy.